Event description:
It was reported that pump screen was dark and would not turn on, and when it did turn on the customer experienced extreme difficulty pressing button and often needed multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to press button in a specific way, confirmed that pump was not in a case, and despite successful screen activation continued to experience difficulty, so pump replacement under warranty was arranged, customer planned to use multiple daily injections as backup insulin therapy, was instructed to put pump into storage mode, reprogram settings, reconnect continuous glucose monitor on replacement pump, and return problematic pump using provided pre-paid label, all of which customer understood and acknowledged.